Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator alarmed "blower demand exceeded¿ minutes after powering on. Bench testing revealed the blower module had seized. Carefusion replaced the blower module to address the reported issue.

Event description:
It was reported that the unit has a blower demand fault error with a lack of flow. This unit is used as a demo for trade shows. There was no patient involvement associated with this complaint.